Event description:
Additional information indicated that the patient had symptoms of overdose with the last refill (hydromorphone and bupivacaine). The medication was removed and the pump was filled with normal saline. On (B)(6) 2015, the pump was replaced with a 40ml pump and it was filled with normal saline.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).

Event description:
The patient reported that the ¿catheter access port tip¿ was leaking. A dye study was performed and everything ¿looking fine¿ with the catheter. The pump was explanted. It was unknown if there were any patient symptoms related to the event and no symptoms observed at the time of the replacement. The patient status at the time of the report was indicated as alive, no injury. The patient had preservative free saline in the pump since (B)(6) 2014 but the pump had been used to deliver morphine and bupivacaine. No patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received, a follow-up report will be sent.